Manufacturer narrative:
The patient underwent a pump exchange on (B)(6) 2019 (reference MFR. Report number 2916596-2019-04251) prior to death on (B)(6) 2019. The serial number of the new pump was not provided, therefore lot number, expiration date, and manufacturing dates are unknown. Manufacturer's investigation conclusion: a specific cause for the reported multisystem organ failure could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas and the patient¿s outcome could not be conclusively established. Multiple requests for additional information regarding this event were issued to the customer, including requests for product return and the pump serial number; however, no further information has been provided and no product has been received to this date. The investigation file will be closed accordingly. If the product is received in the future, this file will be reopened to include the investigation of the device. The heartmate ii lvas instruction for user lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to multi-system organ failure. No further information was provided.